Event description:
It was reported that the screwdriver and anti-torque instruments broke during the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unk anti-torque device. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6. Visual examination of the provided pictures identified the hex driver with a fractured tip. Several other instruments can be seen in the image, however the fractured off fragment cannot be identified in the image. An image of the anti-torque instrument is provided however due to the reduced image quality the product identification cannot be read. A blue component can be seen fractured off from the tip of the instrument. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.